Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of unintended rate change was confirmed during log review as a result of the user selecting an unintended concentration during programming. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the reported medication, fentanyl (drugid=168), was originally programmed on the suspect device at 1:44 pm on (B)(6) 2020 (50 mcg/50 ml; dose= 0.06 mcg/kg/hr; rate= 0.3 ml/hr). During the infusion, the suspect device was selected and the user changed the dose to 1.5 mcg/kg/hr which calculated the rate to 7.5 ml/hr. Fentanyl infused between 9:03 am- 11:33 am, for a calculated volume infused= 7.7 ml. Although the customer reported a concentration of 1mg/20ml, log review found a concentration of 50 mcg/50 ml was selected during programming. Over infusion testing was performed per test method using the customer¿s source pump module s/n (B)(6) and the customer¿s returned pcu s/n (B)(6). Results indicate that the system was not operating within specification. Device inspection: lvp s/n (B)(6) was received in good condition. The instrument seal was intact. Dried fluid was observed on the female iui. Dried fluid was observed on the male iui. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Dried fluid ingress was observed on the rear case under the both iui¿s bezel was observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the complaint of unintended rate change is believed to be a result of the user selecting an unintended concentration during programming. Device history review: a review of the device history record showed the device had a manufacture date of 07may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported that the patient was receiving drip therapy for sedation with fentanyl 50ml (1mg/20ml concentration) at 0.3ml/hr initial rate. When an increase in dose was requested the rate increased from 0.3ml/hr to 7.5 ml/hr yet the dose was entered correctly. It is unclear what the initial concentration setting was entered. Additional monitoring was needed as the patient was weaned off sedation. The patient was discharged a few days later. The event occurred in the pediatric intensive care unit. The customer is requesting for the accuracy rate to be verified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient initial: (B)(6). Race and ethnicity: na. Admitting diagnosis: status post inguinal hernia repair.

Event description:
It was reported that the patient was receiving drip therapy for sedation with fentanyl 50ml (1mg/20ml concentration) at 0.3ml/hr initial rate. When an increase in dose was requested the rate increased from 0.3ml/hr to 7.5 ml/hr yet the dose was entered correctly. It is unclear what the initial concentration setting was entered. Additional monitoring was needed as the patient was weaned off sedation. The patient was discharged a few days later. The event occurred in the pediatric intensive care unit. The customer is requesting for the accuracy rate to be verified.